Manufacturer narrative:
Section a1: patient identifier was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through user facility report # (B)(4) received on 13jan2026 that the patient was at home on (B)(6) 2024 when an emergency backup battery (ebb) fault started. The patient was advised to go to the hospital. Log files were downloaded and sent to engineers. The ebb was changed which resolved the alarms. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.